Event description:
It was reported on (B)(6) 2014 by the (B)(6) consultant reported the hospital medical professional advised the small battery drive (part #532.010; lot # 000835) cuts out when turned upside down. No report of patient or procedure harm noted. No further information was provided. This report event is for one device instrument. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Sales consultant sent event email on (B)(6) 2014. Lot # provided is undetermined, investigation is ongoing. The device is an instrument and not implanted/explanted. Device has been returned on (B)(6) 2014. Date received by manufacturer (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The lot number provided has not been validated at this time. A review of service history records and additional evaluation have been requested placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)

Manufacturer narrative:
The device is use for treatment, not diagnosis. An additional evaluation/power tool evaluation was completed. The device was noted to have a blemished housing. The report concluded: the customers complaint that the small battery drive operates intermittently could not be confirmed. The device was evaluated and the complaint wasn't substantiated; however ,it was noted during pre- repair evaluation that the triggers are sticking and making grinding noise. The evaluating engineer notes, evidence indicates this is most likely due to immersion during cleaning. The investigation is on-going, a service history review has been requested. Placeholder.